Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, five years have passed since the device was manufactured, it is likely the main board and video connector failed due to deterioration of the components on the board and repeated use for a long period of time.

Manufacturer narrative:
The device was returned to olympus medical systems india private limited (omsi) for evaluation. The evaluation of the device by omsi confirmed the followings; intermittent image flickering was caused by the defect of the printed circuit board and the video connector socket. A crack of the front panel was noted. Omsi guessed that the reported event was caused by the the defect of the printed circuit board and the video connector socket. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, the endoscopic image of the device was intermittent and had vertical lines. There was no report of patient injury associated with this event.